Event description:
On (B) (6) 2010, patient reported he is having a "pogo" like effect with his readings. Patient stated the infusion device is delivering boluses and he has updated the basal rates multiple times. He stated he has changed out all accessories and this has been going on for a week. Patient reported he is currently undergoing medical detoxification; however, it is not contributing to his high and low readings. Patient's normal blood glucose range is 70-130 mg/dl with a target blood glucose range of 80-120 mg/dl. Patient stated his blood glucose has been running 40-300 mg/dl. Patient declined to troubleshoot. Patient switched to backup infusion device with the same accessories. On follow up call to patient on (B) (6) 2010 patient reported he changes the infusion sets every 3-4 days. Advised to change infusion set every 24-48 hours. Patient stated he has been between 80-120 mg/dl for 80% of the day since going on the backup infusion device. Patient reported "the only thing I can come up with is irregular activity with basal rates, and being delivered in spurts." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.